Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level displayed "high." Customer administered a correction bolus to resolve high bg and loaded a new cartridge to resolve cartridge change error.